Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose reading was 300 mg/dl. Customer changed infusion set and cartridge, and resumed insulin delivery.